Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No power error noted during testing or in the formatted history file. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert, and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert, and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had minor scratched display window, scratched display window cover, scratched case, faded serial number label, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had to change the batteries every three days. The customer's blood glucose level was 6.7 mmol/l at the time of the incident. The customer stated that the battery contact was intact. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. The battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The device will be returned for analysis.